Manufacturer narrative:
On 10/21/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the procedure was primary augmentation. The date of explantation was (B)(6) 2019. The replacement implant was mentor memorygel breast implant 350cc, catalog number 3503501bc, sn 7319921-018, lot 7319921. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/3/2019, it was reported to mentor that the replacement device was mentor memorygel breast implant 350cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: mentor memorygel breast implant 350cc , catalog number 3503251bc, sn (B)(4), lot 7601487. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 350cc and experienced left breast baker grade iii capsular contracture. As a result, the patient had undergone removal on (B)(6) 2019

Manufacturer narrative:
On 10/24/2019, during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).